Manufacturer narrative:
Results: the sep6 core wire was fractured approximately 174.5 cm from the proximal end of the core wire. Conclusions: evaluation of the returned sep6 revealed that the core wire was fractured and the bulb was missing. If the device is forcefully retracted against resistance, damage such as this may occur. The root cause of resistance could not be determined. The sep6 bulb, cat6, non-penumbra catheter, and sheath identified in the complaint were not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system separator 6 (sep6). During the procedure, the physician advanced an indigo system aspiration catheter 6 (cat6) over a guidewire through a non-penumbra catheter and sheath. Next, the physician removed the guidewire, advanced a sep6 through the cat6 and connected the cat6 to a penumbra system aspiration pump max 110v (pump max). The physician then extended the sep6 one and half centimeter out of the cat6 and locked it down with a torque device. After that, the physician started to move the sep6 in and out of the cat6 as directed and at one point, resistance was encountered and the sep6 would not push out of the cat6; therefore, the physician decided to remove it. Upon pulling the sep6 out of the cat6, it was noticed that the bulb of the sep6 was missing. Therefore, the physician used fluoroscopy to look down the leg to see if the bulb of the sep6 was left in the patient¿s body. However, the bulb of the sep6 was not found in the patient¿s body and the physician decided to stop the aspiration and finish the procedure with lytic therapy. After the procedure, the canister was drained but the bulb of the sep6 was not found. The physician concluded that the bulb of the sep6 must have come out the drape when the cat6 was back flushed after the sep6 was removed. There was no report of an adverse effect to the patient.